Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Multiple supply changes were performed to address the occlusion alarms and the occlusion alarms continued. The customer experienced elevated blood glucose (bg) levels up to 500mg/dl; current bg level was 91mg/dl. Correction boluses were delivered and manual injection were administered to address the elevated bg levels. A system check was performed using the current supplies verifying the occlusion alarms and found the occlusion to be within the cartridge. A cartridge change was performed and insulin was observed dripping out of the infusion tubing during the load fill tubing sequence.